Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
This report addresses the issue of use error- reuse of supplies. During troubleshooting for an alarm during dwell 5 of 7 of therapy, the baxter technical representative (tsr) explained there was not enough solution, so the registered nurse (rn) added another bag. Another rn stated that he had respiked a supply bag. The tsr explained and assisted to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the clinic and informed the patient's nurse about the use error and advised on proper procedure for disconnection and reuse of supplies during therapy.